Manufacturer narrative:
Manufacturer's investigation conclusion: the report of bleeding from the apical cuff site could not be confirmed through this evaluation and a specific cause for the reported event could not be determined through this evaluation. The account communicated that during the implant procedure, the surgeon completed a medial sternotomy. The surgeon proceeded with their usual technique of cut then sew with the normal size apical cuff. After easy insertion of the pump to the apical cuff a soft complete click was heard then the cuff was locked into place and there were no visible yellow lines on the purple locking mechanism. The heart was filled again to check for bleeding and a significant amount of blood was running out of the superior aspect of the pump/cuff interface. The surgeon used the unlocking tool to remove the pump and checked for tissue or blood stuck on the o ring at the seal and none was visible. The surgeon placed the pump back onto the cuff, rotated it slightly back and forth applying slight pressure, and locked it easily into place. Again, there was significant bleeding steadily coming from the same location. The surgeon re-checked the suture lines with the holder (but not the mini cuff) while filling the heart and verified that the bleeding was not coming from any of the suture areas. The surgeon removed the pump a total of 4 times to attempt to get the bleeding to stop. The attempts were not successful, and the bleeding continued. The surgeon placed the pump into the chest and worked on the outflow graft anastomosis. Once the outflow graft was placed the surgeon brought the pump back up to check the bleeding and it continued. The surgeon placed a sealant gauze-like material around the pump circumferentially in the pump/cuff interface and ligated it into place. The bleeding appeared to have lessened. Chest tubes were placed, and the chest was closed. According to the account, the bleeding resolved without having to go back to the operating room. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. This document also contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21feb2021. Review of the lvad assembly device history records showed that the cuff lock installed on (B)(6) passed all inspection and testing. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively established through this evaluation. The account communicated that during the implant procedure, the surgeon completed a medial sternotomy. The surgeon proceeded with their usual technique of cut then sew with the normal size apical cuff. After easy insertion of the pump to the apical cuff a soft complete click was heard then the cuff was locked into place and there were no visible yellow lines on the purple locking mechanism. The heart was filled again to check for bleeding and a significant amount of blood was running out of the superior aspect of the pump/cuff interface. The surgeon used the unlocking tool to remove the pump and checked for tissue or blood stuck on the o ring at the seal and none was visible. The surgeon placed the pump back onto the cuff, rotated it slightly back and forth applying slight pressure, and locked it easily into place. Again, there was significant bleeding steadily coming from the same location. The surgeon re-checked the suture lines with the holder (but not the mini cuff) while filling the heart and verified that the bleeding was not coming from any of the suture areas. The surgeon removed the pump a total of 4 times to attempt to get the bleeding to stop. The attempts were not successful, and the bleeding continued. The surgeon placed the pump into the chest and worked on the outflow graft anastomosis. Once the outflow graft was placed the surgeon brought the pump back up to check the bleeding and it continued. The surgeon placed a sealant gauze-like material around the pump circumferentially in the pump/cuff interface and ligated it into place. The bleeding appeared to have lessened. Chest tubes were placed, and the chest was closed. According to the account, the bleeding resolved without having to go back to the operating room. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21feb2021. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists bleeding and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Patient weight was requested but not provided.

Event description:
It was reported that during the implant procedure, the surgeon completed a medial sternotomy. The surgeon proceeded with their usual technique of cut then sew with the normal size apical cuff. After easy insertion of the pump to the apical cuff a soft complete click was heard then the cuff was locked into place and there were no visible yellow lines on the purple locking mechanism. The heart was filled again to check for bleeding and a significant amount of blood was running out of the superior aspect of the pump/cuff interface. The surgeon used the unlocking tool to remove the pump and checked for tissue or blood stuck on the o ring at seal. None was visible. The surgeon placed the pump back onto the cuff, rotated it slightly back and forth applying slight pressure and locked it easily into place. Again, there was significant bleeding steadily coming from the same location. The surgeon re-checked the suture lines with the holder (but not the mini cuff) while filling the heart and verified that the bleeding was not coming from any of the suture areas. The surgeon removed the pump a total of 4 times to attempt to get the bleeding to stop. The attempts were not successful and the bleeding continued. The surgeon place the pump into the chest and worked on the outflow graft anastomosis. Once the outflow graft was place the surgeon brought the pump back up to check the bleeding and it continued. The surgeon placed a sealant gauze like material around the pump circumferentially in the pump/cuff interface and ligated it into place. The bleeding appeared to have lessened. Chest tubes were placed and the chest was closed. It was later reported that it resolved without having to go back to the operating room. No additional information was provided.